Event description:
Boston scientific received information that during an elective procedure of the device it was not possible to remove the lead from the header. A bone cutter was used to cut the header of the device in order to push the lead out from the header. The lead was removed and re-used with another device. The device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.